Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped and cracked top case and cracked right plunger. Event log history was performed and indicated that no alarm was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced speaker as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watch dog failure. No adverse effects were reported.